Manufacturer narrative:
The reported event of ¿the proximal end of the lead, which goes inside the pacemaker header was half broken when the lead was taken out from the packaging¿ was not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Visual examination of the lead found the connector pin was bent consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicates that the intented implant position of the lead is right ventricle.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited damage. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.